Event description:
It was reported to boston scientific corporation in 2008, that a safety peg kit pull method device was to be used on a patient during a peg procedure three days prior. According to the complainant, when the physician retrieved the scalpel from the kit, it was locked in the covered position and could not be used. Completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not be returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The may 2008, 15-month initial g-tube - enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any similar complaints reported for the same lot.